Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position and body fluid in the helix housing region. Visual inspection noted field related electro-cautery damage in the insulation and a slightly stretched coil. Subsequent electrical and mechanical testing did not identify any visible signs of damage or defect which would lead to the reported clinical observations of loss of capture or dislodgement. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as resistance testing determined the lead was electrically continuous and x-rays evidenced the tip and helix of the lead were intact and appeared undamaged.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and was found dislodged as confirmed via fluoroscopy. A revision procedure was performed and the ra lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.